Event description:
Customer stated she primed the insulin pump and insulin starting squirting during manual prime. The device then alarmed compromised force sensor system. Customer's blood glucose was 210 mg/dl. The device was dropped or bumped prior to the alarm occurring. Customer stated the drive support cap was sticking out and has not pressed it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.